Event description:
Patient with a known glioblastoma multiform had MRI on the siemens 3 t system. Patient was sedated and sleeping. During diffusion sequence, patient began flaying his arms, action stopped with diffusion sequence suspended. The MRI was not completed. Physicians feel the pt's involuntary muscle movement is due to a magnet malfunction. Siemen's notified. Dates of use: one day in 2007. Diagnosis: glioblastoma multiform checking status. Event abated after use stopped: yes.